Event description:
It was reported that customer passed away. The cause of death was massive heart attach. Neither the blood glucose at the time of death nor the last recorded blood glucose were known. The customer wasn't feeling well for about a year prior to death. The customer was wearing the insulin pump at the time of death. The caller stated that there were a couple of incidents when the infusion set didn't insert into the body causing insulin to leak at the site. There were several no delivery alarms throughout the entire time the customer used the device, but none prior to the death. Both issues led to blood glucose of over 500 mg/dl which were treated and the blood glucose was stabilized. The caller stated that the customer was becoming insulin resistant in the last few years and was non symptomatic to the high and low blood glucose incidents. The insulin pump and the supplies were given to a neighborhood girl after the customer's death. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.